Manufacturer narrative:
Device evaluation of batteries sn (B)(4) sn (B)(4) have been completed. The reported problem (will not power on monitor) has been confirmed. As received, the batteries were unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a batteries would not power on a monitor.